Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. Additional information indicates that the cause of high pacing thresholds was not known. Fluoroscopy was performed but no dislodgement was noted. This behavior was attributed to the lead. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead's allegation was not confirmed, however, further analysis showed that the lead had several cuts in the lead insulation. There was blood or bloody fluid observed in the lumen due to the cuts and helix was slightly stretched. The lead passed electrical testing.